Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure for treatment of a prolapse on (B)(6) 2004 and mesh was implanted in back of the vaginal wall. The patient experienced an erosion of the mesh, 0.5x0.5cm in the back wall. The patient underwent mesh removal on (B)(6) 2013. The patient underwent two previous mesh revision procedures. No further information was available.